Event description:
It was reported that a device alarmed for upstream occlusion alarms. There was no patient incident.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device evaluation is complete.